Event description:
It was reported on (B)(6) 2011 that a patient is scheduled to be reimplanted on (B)(6) 2012 as the previous generator was explanted due to an infection at the generator site. The date of the infection and explant are unknown. The DHR of the lead and generator were reviewed and sterilization prior to shipment was confirmed. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information received revealed that the patient will try one more medication prior to being re-implanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.